Event description:
It was reported that the customer's pump screen was dark and would not turn on without being plugged into a power source. The caller noted difficulties with the pump's wake button as it required multiple presses. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use current pump.